Event description:
Event detail: it was reported that the pt's implants are loose and the pt was diagnosed with an infection. The pt has (B) (6). All implants were revised. Impact to person affected: revision surgery.

Manufacturer narrative:
The pt was revised due to physiological issues such as infection and (B) (6). A review of the implant's device history record indicates that it was manufactured to spec.